Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, the client failed to yield the right of way to the motor vehicle and was stuck on the left side of the power wheelchair. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules." "Cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts" and "cross the road by the most direct route." "Always use the seat belt."

Event description:
End user alleges while crossing the roadway in the motorized wheelchair, she was struck by a motor vehicle, which allegedly resulted with her being hospitalized.